Event description:
The customer's allegation was that the middle of the bed broke with a patient on it. No injury was sustained. Upon the evaluation performed by the arjo service technician it was confirmed that one backrest hinge broke into two pieces, the second one and the backrest assembly were bent and the cover of the backrest actuator was cracked.

Manufacturer narrative:
Despite the lack of circumstances in which the damages occurred provided by the facility staff, the most probable cause can be determined based on the device evaluation results and review of the post market surveillance data. The cause might have been an obstacle met by the bed during its operation that could blocked the bed movement and this could contributed to the bed damage. The instructions for use for enterprise 5000 (746-449) informs the user: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement." Arjo device failed to meet its performance specification since damaged components were observed. This complaint is deemed reportable due to allegation of hinge breakage during use of the bed with the patient. No injury occurred as an outcome of the claimed malfunction.